Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name, exceeded the character limit for designated field.

Event description:
It was reported that the flushing port of the farawave catheter broke during the procedure. The catheter had entered the patient when the event was identified. The catheter was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
B5: describe event or problem - updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. H6: device codes- updated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Device technical analysis: the farawave catheter was not returned for analysis; therefore, a technical analysis of the complaint device could not be completed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of luer detachment is a known event defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on all the available information, boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the reported allegation could not be established due to lack of evidence.

Event description:
It was reported that the flushing port of the farawave catheter broke during the procedure. The catheter had entered the patient when the event was identified. The catheter was replaced and the procedure was completed successfully.no patient complications were reported. It was further reported that the flush port fully broke off the catheter and there was no air seen in the patient.